Event description:
It was reported that an arteriotomy closure of the scarred right common femoral artery was attempted using a proglide device with an 8f sheath after a percutaneous transluminal coronary angioplasty (ptca) procedure. Reportedly, a cuff miss occurred. The device was difficult to remove from the patient anatomy. There was some resistance when retracting the foot. The device was removed, but the anterior foot was noted to be open and the posterior foot had broken off and was not attached to the device. Because there was difficulty removing the device from the access site the arteriotomy became larger. The sutures of two additional proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction - device status changed from returning to not returning. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances/exceptions that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.